Event description:
I recently purchased a micro needling device dr pen a6s from the internet. During the purchase process I was expecting to provide proof of license or qualification prior to purchasing, but was not asked. When I received the device, I read the user guide before assembling the pen. Upon opening the package that contained the micro needling tip and performing the alcohol sterilization required as per instructed, I noticed that there seemed to be no apparent seal within the needle cartridge. I know from experience, these types of cartridges must contain a seal to prevent bodily fluids passing into the device. To test this I added water to the cartridge from the tip end and found that it dripped down the stem of tip that inserted into the device itself. There were several different types of needle tips so I tried each one. Each resulted in the same result. Obviously, this is a huge concern to me as this could potentially lead to cross contamination from patient to patient. Since this appears to be an FDA cleared device I am concerned that the agency have overlooked this important safety feature.